Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the brown handle of cannulated 4.0 mm hexagonal screwdriver was stripped and did not fit into the appropriate screw and the t25 stardrive screwdriver shaft ao connection broke off leaving no way to connect it to a quick connect handle or to a drill. Procedure and surgical involvement were unknown. There is no patient consequence. Concomitant devices reported: screw: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) cannulated 4.0 mm hexagonal screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary: visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n: 314.05, lot number: 4658547) was received at us cq. Visual inspection of the complaint device showed a piece was broken off the handle. The tip does not appear stripped and there are not threads on the handle to be stripped. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: (current) and (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no components appear stripped. However, the handle has a piece broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number:314.05, synthes lot number: 4658547, supplier lot number: n/a, release to warehouse date: 29sep2003, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.